Event description:
New information received indicates that further instances of t-wave oversensing was observed. Further programming changes were recommended. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed and programming changes were made to solve the problem. About 2 weeks later when the asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made, but the problem was not resolved. Further programming changes were made.